Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was tested without incident, however the cuff started to leak after few hours. The customer indicated that the patient was re-cannulated.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. An inflation/deflation test was performed using a syringe, 25cc of air was applied to the cuff and it was noticed the cuff held the air, the cuff was left inflated 2 hours, after this time no deflation was observed. The sample was submerged into a container filled with water and no leaks were observed and the analysis was completed. The investigation found the device to function normally. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.